Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump exhibited a primary audible alarm failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation results: one medfusion 3500 pump was returned for investigation in excellent condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "primary audible alarm" was found in the event log, as well as a high pressure alarm message. Functional and visual testing was unable to duplicate the reported problem. Power up and occlusion testing was performed. The speaker was tested and was within range at each setting. The customer reported product problem was therefore confirmed, but the intermittency was undetermined. The j9 connector was fully seated and glue was intact on all three mating surfaces but it was re-glued using all three mating surfaces on both sides as a preventative measure. In addition, the speaker and interconnect board were also replaced as preventative measures. Was replaced on the pump. The device was found to pass all functional and delivery testing.

Event description:
On (B)(6) 2021 MDR=yes, it was reported that a smiths medical pump exhibited a "primary audible alarm failure." Malfunction may cause or contribute to death or serious injury. No patient death or serious injury. The hazardous situation for the given complaint device would likely cause or contribute to a death or serious injury if the malfunction were to recur.